Manufacturer narrative:
510k: this report is for an unknown guide wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) surgery for the femoral neck fracture (garden type I) using femoral neck system (fns). The surgery was carried out without traction and reduction of retroversion due to osteoarthritis of the hip and knee joint. During the surgery, the surgeon unintentionally inserted an unknown guide wire into a small anterior side, from its proper position, due to retroversion and rotation to the lateral side. The surgeon proceeded to ream for the fns plate knowing the wire position. When the surgeon was reaming the bone, an unknown drill projected through the femoral head due to the wire position that was anterior, and the unknown drill slipped on the edge. The surgeon noticed the projection during the final check, and the implant was replaced. The surgeon commented that the event was caused, not by the implant, but due to osteoarthritis and his lack of attention during drilling. The patient reported no pain after the surgery and was fully weight bearing the day after the surgery. Reported surgical delay of thirty (30) minutes. Concomitant devices reported: unknown guide wire (part# unknown, lot# unknown, quantity 1). Unknown drill (part# unknown, lot# unknown, quantity 1). Femoral neck system (part# 04.168.000s, lot# unknown, quantity 1). Bolt femoral neck system (part# 04.168.280s, lot# unknown, quantity 1). Antirotation screw femoral neck system (part# 04.168.480s, lot# unknown, quantity 1). Locking screw (part# 412.216s, lot# unknown, quantity 1). This report is for one (1) unknown - guide/compression/k-wires. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: added therapy date. Event, concomitant medical products: concomitant device unknown guide wire reported inadvertently as concomitant device on initial report. This device is reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.